Event description:
It was reported there was a significant increase of mycobacterium gordonae positive cultures in bronchoscopy patients during april 24, 2024 through january 15, 2024. The sampling and culturing was performed because of the increase of positive mycobacterium gordonae bronch cultures. The particular scope was used 103 times. Initially there were 7 out of the 10 patients who tested positive for the microorganism with the same scope. Subsequently, it was reported 3 out of 10 patients tested positive for the microorganism after using another olympus scope. Additional information has been requested.